Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Information was received based on the review of the journal article entitled " failure of total hip arthroplasty with boneloc bone cement." The aim of this study was to assess the long term failure rate of total hip replacements (thr) that had previously used boneloc bone cement. It was reported in the article that twenty-one patients underwent hip revision procedures due to infection at a mean of 5 years.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by p. Gebuhr, k. Stentzer, f. Thomsen and n. Levi.

Event description:
Information was received based on the review of the journal article entitled "failure of total hip arthroplasty with boneloc bone cement." The aim of this study was to assess the long term failure rate of total hip replacements (thr) that had previously used boneloc bone cement. It was reported in the article that twenty-one patients underwent hip revision procedures due to aseptic loosening. It was noted failures concerned the femoral stem in all cases and the cup in 9 cases. It is unknown how many cups were revised.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 21 patients were revised due to loosening. Attempts to obtain additional information have been made; however, no more information is available.